Event description:
The customer complained that (B)(6) survey sample (B)(6) yielded false negative reaction with biotestcell-pool. The (B)(6) survey sample that had caused false negative was sent to us for quality control, but none of the supposedly defective product was returned. The (B)(6) survey sample was very hemolytic and the allegedly defective lot of biotestcell-pool was already expired. Therefore a testing was not possible. Quality control laboratory had also participated in the (B)(6) survey testing. We had also tested the (B)(6) survey sample (B)(6) and yielded a clearly positive result with screening cells biotestcell-3. No indication for any instrument malfunctions were found during the 1/1 year preventive maintenance. Quality control run performed by customer was 100 percent successful with all images interpreted correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A handling's failure of the customer may not be excluded.